Manufacturer narrative:
This report is submitted on january 7, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced pain and subsequently the magnet was explanted (date not reported). The implant remains insitu.